Manufacturer narrative:
Concomitant medical products: mcs-p3-943 transcatheter aortic valve, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and the monitor showed rates in the 20's & 30's. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.